Event description:
As the patient was placed on the table for explantation of the pump, the optical sensor failed. Clinicians were able to successfully explant the pump with no harm to the patient. The procedure was successful and no adverse event occurred.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.